Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) intermates leaked during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured november 9, 2017 - november 10, 2017. Two (2) actual samples were received for evaluation. Visual inspection revealed fluid in the bags that contained the samples. A functional leak test was performed by filling the samples with water. During filling, a leak was observed at the solvent-bonded junction of the tubing and the stress member of both samples. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.